Manufacturer narrative:
Complaint (B)(4). Samples were only recently received from the customer and forwarded to the affiliated headquarter, where we purchase the product from. As soon as we receive their response on the investigation of the event, a supplemental will be filed.

Event description:
Customer advised they began using this item and lot approximately 2 weeks ago. Since then, they have experienced numerous qns (quantity not sufficient, underfilling) on these tubes. Both straight needles and winged infusion sets were used when the tubes were underfilling. When a safety blood collection set is used, a discard tube is drawn before the coagulation tube as per instructions for use (IFU). The phlebotomists are holding the tube in the holder with their thumb until the tube is filled completely. As to the percentage, out of a cube of 50 tubes, 6 were documented not to fill to the black triangle, between 1/16 to 1/8 below the tolerance. Photos displaying the underfilled tubes were provided for visual reference.

Manufacturer narrative:
Received 3 racks of 454334/a22053bt for evaluation. Received customer picture. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. We forwarded the complaint, customer picture and samples to our affiliated headquarters in austria from which we receive this product. Unfortunately, the customer samples were lost during transport. Based on their investigation and comments, a review of the production documentation did not reveal any deviations that are related to the claimed errors. This cause of the event cannot be determined. Corrected data: h3 samples were lost; h6: type of investigation, investigation findings, investigation conclusion.